Event description:
During insertion of power port, the surgeon noted a hole in the catheter of the power port. Device immediately explanted and a new one implanted. Anesthesia started 1321 and anesthesia stopped 1433. Initially the access of the (l) subclavian vein was unsuccessful then turning to access of the left internal jugular with ultrasound guidance. After second power port placement confirmed w/fluoroscopy w/excellent forward and backflush. Patient to pacu in stable condition as they tolerated procedure without any complications or concerns.